Event description:
A (B)(6) m requiring external csf drainage was transferred from CT scanner to bed. During the transfer, the evd pressure cable was caught on pt's bed and pulled evd. While loosening the pressure cable, rn found that the evd bag had dislodged from the evd. Unk pt injury.